Manufacturer narrative:
B3: event date: 03/2026. H11: the device was received for evaluation. During functional testing, the reported problem "did not infuse correctly" was reproduced. The pump recognized the syringe and was able to be programmed, however no liquid was dispensed from the syringe. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the failed plunger driver. The plunger driver required to be replaced to address this issue. Full calibration and release testing required to be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syr did not infuse correctly during testing. The syringe pump was infusing midazolam and it alarmed with unspecified system error. The pump was supposed to be infusing midazolam at 9 mg/hour last hung at 14:51 (initial rate of 1ml/hour but rate gradually increased throughout the night), pump stated vtbi (volume to be infused) was19.88ml however upon inspection of medication the syringe appeared full. Pump was switched out. According to new pump was 51.31ml so, patient did not receive any medication during this time. There was no report of patient injury or medical intervention associated with this event. No additional information is available.